Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 200 mg/dl. Troubleshoot was performed. Customer removed and reinserted the battery but the issue reoccurred, there was condensation under the screen. Customer reported the drive support was normal but insulin did squirted out insulin. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: no rewind anomaly noted. Unit received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart alarm error test and self-test. No moisture damage on electronic assembly during visual inspection. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.